Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose over 432 mg/dl. Customer did feel ok to troubleshoot their high blood glucose reading. Customer blood glucose reading while admitted was 30 mg/dl. Customer had blood glucose reading of 49 mg/dl when the emergency medical service came in. The cause of the high blood glucose reading was unknown. Customer did changed the set on (B)(6) 2020. Customer went into hospital for high blood glucose reading. Customer admitted was admitted in the hospital by their own. Customer used their insulin pump within 48 hours. The name of the hospital is (B)(6). The hospital phone number is (B)(6). Customer was treated with juice. Customer did mention using the auto mode feature. The product will not be returning for analysis.